Manufacturer narrative:
A medtronic field service engineer (fse) visited the site and confirmed the mvs would not turn on. On (B)(6) - din rail fuses blew. Replaced fuses and system is fully functional. Din rail upgrade ordered. On 9/2 - din rail upgraded. Full checkout performed. System is fully functional.

Event description:
A medtronic representative reported that during a spinal fusion surgery, the site's o2 system's mvs (mobile viewing station) would not boot. Rep was on site and determined the fuses were blown. The site used their o-arm 1st generation system to continue the case with no impact to patient outcome and minimal delay under an hour.

Manufacturer narrative:
The din rail assembly with fuses were returned to the manufacturer for analysis. Two fuses were returned. Both fuses, 15a/ 250v, were good. Before applying (B)(4) between contacts 7 and 10, 12.4 ohms was measured as expected on the din rail assembly. The tester energized the assembly, there was an audible click as the relay closed between contacts 7 and 10, 0.02 ohms was measured as expected. The din rail assembly was found to be fully functional with no problem found. The reported event could not be duplicated on the din rail by medtronic personnel.